Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
School nurse reported gave her student injection and went to reshield the patient end needle with the inner shield. The needle went thru the inner shield and poked her finger. Caller squeezed out the blood from her site. Washed with soapy water. Filed a state lni claim and got a blood draw at lab on (B)(6) 2024. She will be going back to lab for additional blood draws in 4 weeks and also in 6 months. Lot # 4023941. Catalog# 320550. Date of event 11.20.2024. Sample status discard.